Event description:
It was reported to philips that the system couldn't be powered on or off by the playback module. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint. The complaint device azurion 5 m20 (722281) is not sold in the us. However, its similar device 722228 is marketed in the us under 510(k): k200917.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was completed as planned after the customer restarted the system with the startup button in the m-cabinet. A philips field service engineer (fse) visited the site, inspected the system and found that the internet cable and power supply cable were damaged by mice. The fse solved the issue by replacing the internet cable and power supply cable of the review module and informed the customer to install some mice-proof method. After the cables were replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.